Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that a blue fiber cable that burned during use, which led the user to convert the procedure. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the blue fibre kit. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.